Event description:
The reporter contacted animas on (B)(6) 2015 alleging on (B)(6) 2015, the patient experienced hypoglycemia while on insulin pump therapy with ¿severely low bg¿, blood glucose measurement was not provided by the reporter. The reporter further stated that emergency medical services were contacted for treatment. No further information was provided. Animas customer support made several attempts to contact the reporter for follow up, but was unsuccessful. No further information is available regarding this complaint. This complaint is being reported because the patient allegedly experienced hypoglycemia while on insulin pump therapy. No allegation of pump malfunction was made by the reporter.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2015 at 05:30 am. Data from the date of the reported event, (B)(6) 2015, had been overwritten due to continued patient use of the pump. The total daily dose amounts add up to correctly reflect the programmed basal rate target. On investigation, the pump successfully performed ez-prime steps and flow accuracy testing revealed the pump was delivering accurately. No errors, warnings or alarms occurred during the investigation and the pump was determined to be performing within the required specifications without malfunction. Investigation did not duplicate the alleged inaccurate delivery.